Event description:
Customer reported the image went all white and mainframe rebooted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply and performed a beam alignment and reloaded cal files. System operates as intended.